Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's trial lead had migrated. The migration was noticed at a follow-up appointment with the patient's healthcare provider (hcp). No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Additional information was received from a hcp. It was reported that the lead was removed to resolve the lead migration. The patient got the full implant on (B)(6) 2017 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.